Manufacturer narrative:
Concomitant medical products: rvdr01 ipg, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient presented to the emergency room with a "popping sensation", dizziness and shortness of breath. T-wave oversensing (twos) and far field r-wave (ffrw) oversensing were observed during an episode of atrial tachycardia/atrial fibrillation. The leads remain in use. No further patient complications have been reported as a result of this event.